Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one had migrated/ clearly first surgery to remove tubes and coils proved left one missing/I had x rays at follow up to find it by my left hip bone') and menorrhagia ('period for 7 days or more/really heavy.') In a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / fibromyalgia"), hypertension ("high blood pressure / high blood pressure"), menstruation delayed ("period come late"), amenorrhoea ("period don't come at all"), polymenorrhoea ("last month I had regular period then had it start again after a week."), migraine ("migraines"), raynaud's phenomenon ("raynauds") and ovarian cyst ("cyst ovary"). The patient was treated with surgery (hysterectomy, tube removal). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, fibromyalgia, hypertension, menstruation delayed, amenorrhoea, polymenorrhoea, migraine, raynaud's phenomenon and ovarian cyst outcome was unknown. The reporter provided no causality assessment for fibromyalgia and hypertension with essure (ess205). The reporter considered amenorrhoea, device dislocation, menorrhagia, menstruation delayed, migraine, ovarian cyst, polymenorrhoea and raynaud's phenomenon to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s social media: period come late, period don't come at all and period for 7 days or more,,last month I had regular period then had it start again after a week, device dislocation and migraine. Most recent follow-up information incorporated above includes: on 13-feb-2020: this case (B)(4) was deleted from bayer argus database as duplicate case of (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one had migrated/ clearly first surgery to remove tubes and coils proved left one missing/I had x rays at follow up to find it by my left hip bone') and menorrhagia ('period for 7 days or more/really heavy.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / fibromyalgia"), hypertension ("high blood pressure / high blood pressure"), menstruation delayed ("period come late"), amenorrhoea ("period don't come at all"), polymenorrhoea ("last month I had regular period then had it start again after a week.") And migraine ("migraines"). The patient was treated with surgery (hysterectomy, tube removal). Essure was removed. At the time of the report, the device dislocation, menorrhagia, fibromyalgia, hypertension, menstruation delayed, amenorrhoea, polymenorrhoea and migraine outcome was unknown. The reporter provided no causality assessment for fibromyalgia and hypertension with essure. The reporter considered amenorrhoea, device dislocation, menorrhagia, menstruation delayed, migraine and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: period come late, period don't come at all and period for 7 days or more,,last month I had regular period then had it start again after a week, device dislocation and migraine. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content received : event added- device dislocation and migraine. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one had migrated/ clearly first surgery to remove tubes and coils proved left one missing/I had x rays at follow up to find it by my left hip bone') and menorrhagia ('period for 7 days or more/really heavy.') In a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / fibromyalgia"), hypertension ("high blood pressure / high blood pressure"), menstruation delayed ("period come late"), amenorrhoea ("period don't come at all"), polymenorrhoea ("last month I had regular period then had it start again after a week."), migraine ("migraines"), raynaud's phenomenon ("raynauds") and ovarian cyst ("cyst ovary"). The patient was treated with surgery (hysterectomy, tube removal). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, fibromyalgia, hypertension, menstruation delayed, amenorrhoea, polymenorrhoea, migraine, raynaud's phenomenon and ovarian cyst outcome was unknown. The reporter provided no causality assessment for fibromyalgia and hypertension with essure (ess205). The reporter considered amenorrhoea, device dislocation, menorrhagia, menstruation delayed, migraine, ovarian cyst, polymenorrhoea and raynaud's phenomenon to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s social media: period come late, period don't come at all and period for 7 days or more,,last month I had regular period then had it start again after a week, device dislocation and migraine. Most recent follow-up information incorporated above includes: on 15-jan-2020: the essure model changes from ess305 to ess205. Social media received. Reporter information added. Event: raynaud were added. Fu 6 and 7 processed together. On 23-jan-2020: social media received. Reporter information added. Event: cyst ovary were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period for 7 days or more/really heavy.') And fibromyalgia ('fibromyalgia / fibromyalgia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia (seriousness criterion medically significant), hypertension ("high blood pressure / high blood pressure"), menstruation delayed ("period come late"), amenorrhoea ("period don't come at all") and polymenorrhoea ("last month I had regular period then had it start again after a week."). The patient was treated with surgery (surgery to remove tubes). Essure was removed. At the time of the report, the menorrhagia, fibromyalgia, hypertension, menstruation delayed, amenorrhoea and polymenorrhoea outcome was unknown. The reporter provided no causality assessment for fibromyalgia and hypertension with essure. The reporter considered amenorrhoea, menorrhagia, menstruation delayed and polymenorrhoea to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were described in patient¿s social media: period come late, period don't come at all and period for 7 days or more, last month I had regular period then had it start again after a week. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Case upgraded from other event to incident. Surgery added to event: menorrhagia. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.